Event description:
The customer reported that the device will power up then shut off; reboot.

Manufacturer narrative:
(B)(4). The customer reported that the device will power up then shut off; reboot. This was confirmed by the customer with direction from philips customer support. To solve the rebooting, the device software was reinstalled.